Manufacturer narrative:
Investigation summary: ten (10) samples and nine (9) photos were received from the customer for investigation. The ten (10) samples were leak tested with none of the samples leaking. Nine (9) photos were also received from the customer. All nine (9) photos show stoppers in filled barrels. No leakage is visible in the photos. While a definitive root cause could not be determined, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as none of the returned samples leaked when tested. Root cause description: leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Rationale: based on the investigation conclusion bd cannot confirm the condition reported by the customer as none of the returned samples leaked when tested. Therefore, no corrective or preventative actions will be taken in the scope of this complaint.

Event description:
It was reported that leakage occurred past the bd syringe luer-lok¿ tip bulk sterile convenience pak plunger during use. The customer reported 57 occurrences of this event. The following information was provided by the initial reporter: "during production using the syringe 20 ml luer lok bulk tray product, there were critical defects identified. The observed leaks were found on the plunger of the syringes".